Manufacturer narrative:
The user facility is outside of the us. No medwatch report was received. The exp date is clearly marked on the outer packaging of the vanguard tibial bearing. The item was expired, but was still implanted. No further complications have been reported. (B)(4).

Event description:
It was reported that during a knee procedure on (B)(6) 2011, the surgeon implanted a vanguard tibial bearing where the product exp date was already past and out of date. No further complications have been reported.